Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. He customer's blood glucose was 260 mg/dl. Customer changed pump supplies to address the issue, however a replacement pump was sent to the customer.